Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that on (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol ventralight st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh. Per operative notes, ¿an incision was made into the umbilical region. Multiple adhesions found in the midline around the umbilicus. The hernia sac was dissected out. A ventralight st mesh was placed into the peritoneal cavity and tacked it with sutures.¿ attorney alleges that patient had recurrence, pain and suffering.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol ventralight st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. As reported, the attorney alleges product is defective and that the patient experienced emotional distress.